Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039005) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On (B)(6) 2014 the consumer started experiencing experienced swelling, muscle weakness, tingling in face, arms and leg, hip pain, multiple bursitis, fogginess, headaches, rash that comes and go and irregular periods causing blood clots. Had undergone multiple testing to rule out certain disease that would cause her symptoms. All have come back negative. The last testing she had been done was for nickel allergy which came back positive. Because of this, she will have to have a hysterectomy to remove the coils. This affected her by not being able to work full time. She was in constant pain and always tired. Instead of feeling like she was 70 years old. Ptc investigation result received on 01-feb-2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse considered related by company are known possible undesirable events and not indicative of a quality deficit per se and were . No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 16-mar-2015 essure was inserted on (B)(6) 2013. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Case was upgrade to serious. Follow-up will be requested. Follow-up information on 13-aug-2015: this follow-up information has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)): the consumer had the confirmation test in (B)(6) 2014; it showed both tubes blocked. A month later she began to have swelling in hands, feet, legs and right arm. She first went to her doctor who attributed the problem to essure. Tests and blood work came back fine. The consumer stated her health began to deteriorate: she had tingling in hands and feet, loss of feeling on the right side of her body, mobility on right side was weak. She went to physical therapy, neurologist, ortho doctor - muscular sclerosis was suspected, but cat scan was negative. She also had panic attacks, anxiety, virtu go (as reported), weight gain, high blood pressure, headaches, extreme fatigue and she felt older than she was. She experienced numerous urinary tract infections, yeast infection, no period at times, periods that were every two weeks, bleeding after intercourse, boils and bartholome cyst. She was tested last for a nickel allergy that came back positive. She had a hysterectomy in (B)(6) 2015 and all her symptoms have gone away - she was 100% better. This post (post# (B)(4)) was identified on 29-aug-2015 during monitoring of postings on an FDA hosted docket website. Consumer, who is a single mom, reported that she had essure implanted after her third child in (B)(6) 2013. For the first 3 months she was fine, then a month after having the hysterosalpingogram test she woke up with swelling and pain in her right arm. She went to the physician but nothing could be found. By the end of the week, she had swelling in both legs and developed bursitis in both knees. She was sent to physical therapy which didn't help. Then, she was sent to a rheumatologist who tried cortisone shot that made it worse. Within the next couple of weeks her health deteriorated. She had tingling and numbness on her right side of the body. She also had severe headaches, anxiety, depression, vertigo, dizzy spells, swelling of the hands and feet, no period at times, bartholome cyst, bleeding during intercourse, sharp pain in her right side pelvic, extreme fatigue, couldn't stand for long periods of time (lost time at work because she was unable to stand), hives on her body (always itchy), urinary tract infections and yeast infections, constantly pain in right hip, could not lose any weight (no matter what she tried), her stomach would swell and had pregnancy symptoms all the time. In addition, consumer reported that she was seen by numerous specialist thought she had multiple sclerosis, but magnetic resonance images came back fine. They tried physical therapy, medicines, cortisone shots which failed to work. The last test they had her has was a nickel allergy test which was supposed to be kept on for 3 days but lasted a few short hours. She was so allergic she needed to remove it immediately. On (B)(6) 2015 she had a hysterectomy at the age of (B)(6). Updated product technical complaint investigation received on 08-sep-2015: updated medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. This event was considered serious due to medical importance and is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the consumer had a rash and testing for nickel allergy came back positive. She was supposed to be kept on for 3 days but it lasted a few short hours. She was so allergic she needed to remove it immediately. According to her; due to this a hysterectomy was performed. Considering event's nature, causality with essure use cannot be excluded. Additionally, non-serious events were reported. Since devices removal was required; this case was considered an incident. No product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. Therefore, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.